Event description:
During device evaluation, it was found that the locking arm was broken.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a broken locking arm is confirmed and appears to have been damage during disassembly of the two-piece groshong connector. Four photo samples of four groshong nxt two-piece connectors were returned for investigation. The photos show four groshong nxt connectors. One of the proximal connector sections was observed to have a broken locking arm. The two-piece connectors show evidence of manipulation and handling since the compression sleeves were observed to have been removed. The locking arm was likely damaged during disassembly of the device. A lot history review (lhr) of redn0205 showed no other similar product complaint(s) from this lot number.

Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of redn0205 showed no other similar product complaint(s) from this lot number.

Event description:
During device evaluation, it was found that the locking arm was broken.